Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Rep reported electrode impedance #7: 848 and #12: 841. Rep noted troubleshooting was not performed.  The cause was unknown. Field rep reported they would follow-up with any new information. Additional information was received from the rep. Rep reported the noted impedance values for electrode 7 and 12 were showing as orange/avoid. No symptoms/relief issues or stimulation issues were reported, and the impedance was discovered during an impedance check. The cause is unknown, but no troubleshooting was performed because there were no stimulation or relief issue or symptoms to resolve. The rep noted they can be contacted for additional information or will submit any new information they receive.